Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was that the ins was not working and their pain management hcp suggested to have the ins removed so that hcp can go in and numb their nerves. Pt said that hcp couldn't numb their nerves currently due to the ins battery being in the way. Pt said that they made an appointment with a neurologist but they have to have a rep present. Pt said that the appointment is on (B)(6). Pt said that hcp was a new doctor as the hcp who implanted the ins was no longer taking their insurance. Patient services (pss) advised the pt that a message would be sent out to the local reps requesting contact, however pss did not promise a time-frame on a response. Pss also redirected pt to hcp and provided the pt with the nas phone number to provide to hcp. When asked for the event date, pt said that it had been a year ago; pt confirmed sometime in 2022. Redirected caller: other (document in note) on (B)(6) 2023 the patient (pt) reported they want to have the ins removed and are waiting for the referral. Pt clarified that they had been adjusted several times, and the therapy has not worked and was not helping them. Pt reported they want the ins removed because their hcp wants to numb their back but the ins is in the way. Weight was reported.